Event description:
The user facility reported a 78-year-old male patient who had impella support due to high-risk cardiac procedure. Prior to insertion of the pump, the patient had a CT which showed heavily calcified arteria femoralis on the right and also left with the left appearing the most accessible. There was some difficulty placing wires but abiomed 25cm but the impella catheter could not advance. Different sheaths were used but the impella catheter would not advance nor pass calcified and tortuous area just at the bifurcation of the arteria femoralis (where leftr and right arteria femoralis meet). A decision was made to advance the pci without impella. However, 10 minutes later, the patient experienced signs of haemodynamic instability, with low blood pressure with map 50. Physicians were concerned about possible perforation. As a result, emergency measures were taken and inotropes were started (bolus noradrenaline) after that via perfusor continiously. Patient was sent to CT scan and hemoglobin had dropped from 9 to 5 but may have been diluted due to rapid fluid infusions. Patient remained responsive, hemodynamics restored quickly after fluid bolus and inotropes. Patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the deliver issue was determined to be patient condition as the patient had heavily calcified and tortuous vessels preventing successful delivery of impella.

Manufacturer narrative:
Correction: d2a and d2b was erroneously entered on the initial manufacturer device report. E4 and h6 health effect - impact code f1910 was inadvertently omitted on the initial manufacturer device report.